Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for correction to h6 for off label usage. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.